Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility.